Event description:
On (B)(6) 2011, pt reported she developed an infection at the infusion set insertion site while using the infusion set. Pt stated the infection has occurred only once. Pt reported after removing the infusion set, she noticed the area was red, inflamed and had some pus present. Pt stated she self treated with ointment and then saw her endocrinologist who prescribed an antibiotic ointment. Pt reported it has been hot and humid in her area. Pt no longer has the alleged infusion set. Pt is currently using a competitor's infusion set with her infusion device. No product return was requested.